Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken extension tube was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed in the red-luered extension tube, approximately midway along its length. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scissor or scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿

Event description:
It was reported that the breakage of the extension tube was found after the patient used machinery bath. After bathing, the tape which was used for securing the catheter, was removed by using scissors. However, it was unconfirmed that the catheter was cut by the scissors or not. No patient injury was reported. For clarification, a "machinery bath" is a bath with a patient lift and is used for patients who cannot walk or have a physical disability.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the breakage of the extension tube was found after the patient used machinery bath. After bathing, the tape which was used for securing the catheter, was removed by using scissors. However, it was unconfirmed that the catheter was cut by the scissors or not. No patient injury was reported. For clarification, a "machinery bath" is a bath with a patient lift and is used for patients who cannot walk or have a physical disability.